Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready to use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted single anastomosis duodeno¿ileal bypass with sleeve gastrectomy surgical procedure, universal surgical manipulator (usm) 2 kept getting disabled. Prior to calling in, the customer had power cycled the system several times, but the error persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to perform a hard power cycle on the patient side cart (psc), but the customer did not want to perform troubleshooting. The customer elected to bring in another psc to continue with the case. The procedure was converted to another da vinci surgical system with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) for failure analysis and the reported error was confirmed as having occurred in the field via logs and was replicated in-house. The log showed multiple 319 errors on usm 2 pointing towards the rolling loop fiber and showing other communication errors. The usm was tested on an in-house system in normal mode where it triggered a 319 error. Also, it was tested on a patient side cart fixture test platform (pftp) where it failed check all boards present and fiber test on the rolling loop fiber. A golden rolling loop fiber was installed, and unit passed check all boards present and fiber test on retry. Follow-up was performed with the reporter, and additional information was obtained. The robot turned on and did not indicate any problems. At about 1 hour into the case, usm 2 froze and would not work. The customer tried disconnecting and reconnecting, turning the robot off and powering back up, but nothing resolved the issue. Technical support was called and they tried everything that was recommended. Four arms were required for the case, so they switched to a different patient side cart (psc) and continued the case. This resulted in about an hour delay, but there was no harm to the patient. Patient information was also provided.